Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedance greater than 125 ohms. It was noted that the rise in impedance was gradual. Troubleshooting was discussed. Lead remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this rv lead had been explanted and replaced due to high shocking impedances greater than 150 ohms. No additional adverse patient effects were reported.